Event description:
It was reported that during using, while on swan-ganz mode, it was found that the mean arterial pressure (map) and central venous pressure (cvp) values deviated from the values on the philips patient monitor. The map values were displayed as 10-15mmhg higher and the cvp values were displayed about 10mmhg higher than the patient monitor. Analog input 1 was used for the map and analog input 2 was used for the cvp. The full-scale range and voltage range were normal on the hemosphere monitor. The setting for the patient monitor is unknown. When a vigileo monitor was used with this patient monitor, the values were displayed correctly. Intra-aortic balloon pump (iabp) was not used. There were no error messages. When the cables, cable ports and settings for the cable ports were changed, the problem was solved. There was no additional treatment required. There was no patient injury reported.

Manufacturer narrative:
The product was returned but the evaluation hasn't been completed. A supplemental report will be forthcoming with the evaluation results when received. A device history record review was completed and documented that device met all specifications upon distribution.

Manufacturer narrative:
The hemosphere monitor was returned for evaluation. The reported issue was confirmed by the evaluation. There was a difference between the map and cvp values displayed on the hemosphere monitor and the values input. The failure was improved by calibrating the analog pressure signal input using the functional test. During the evaluation, no error messages were observed. There was no physical damage that a part had to be replaced. The device passed all functional tests. Additional information was received that when the malfunction occurred at the hospital, the customer had performed calibration, but the problem was not solved. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.